Event description:
The lay user/patient contacted lifescan in february 2006 and alleged that her one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient. The patient has a routine lab test done in 02/2006 ( a week prior to the event) with a result in the 60's. She had also performed a test on the subject meter "within minutes" and the result was 86mg/dl. The patient further informed the mas that in 02/2006 she had performed a test on the subject meter around "5:30-6:30p.m" and obtained a result of 180mg/dl. She was not experiencing any symptoms at the time of the test. "Right after the test," she took "0.7 or 0.8" units of insulin (patient is on an insulin pump) based on the meter result. She did not provide the name of the insulin. Her insulin regimen includes a sliding scale of 1 unit/50mg/dl for bg>150mg/dl, in addition to a basal rate of "around 0.55 units." After taking insulin, she left for church a little after "6:00pm." She did not eat anything after taking the insulin "since the addtional insulin was to correct the blood glucose level at this time. She got in her car to leave for home, but "must have blacked out while driving." She got into a car accident. The paramedics arrived and tested her blood glucose on their meter with a result of 20mg/dl. She was placed on IV glucose and taken to the hospital. Upon arrival at the hospital, her blood glucose level was 67mg/dl. At the hospital, she was given "something to eat." She was released from the hospital after 2-3 hours. Her insulin regimen (dosage) was not changed post release. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through a control solution test, which passed within range. This complaint is reported because the patient took insulin based on the meter result, and experienced symptoms of hypoglycemia, and received treatment intravenously by the paramedics for a blood glucose result of 20mg/dl. A replacement meter control solution and test strips were sent to the lay user/patient.